Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the insulin pump had a keypad anomaly. Customer's blood glucose level was not reported. The customer used 5 batteries. The buttons were hard to push. The customer's husband had a hard time reading the insulin pump. Customer also reported an external error and unexpected restart alarms in the alarm history. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on esc and act button. The connector was inspected and locked on lcd board. No button error alarm during testing. Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. No moisture damage noted on electronics and motor assembly.